Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that when the patient checked the implant a week after the procedure, they noticed stimulation was turned off. They had not noticed the stimulation was off; they had no return of symptoms. It had happened three times since they received the implant. They said they really had not gone anywhere besides taking or picking their kids up from school, and they did not go into the school. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. They were advised to monitor by checking once a week, and if they noticed stimulation was off again, to write down the date/time, and to recall what they had been doing for the past 24 hours. They were redirected to make arrangements for a device check with a manufacturer representative if the issue continued. Another reason for the call was to report difficulty connecting to their implant. They kept on getting the message "device not found." They first noticed this a week after the implant. They were at their healthcare provider's office the day of the report, and the healthcare provider had difficulty connecting. The patient was redirected to call their healthcare provider. The patient said that the site looked good and there was not any infection. They did not believe it was electromagnetic interference (emi), and said it had happened when they were outside. When asked, the patient confirmed the communicator was not plugged in. They attempted to connect, however, were not able to connect right away. When they repositioned so it was placed vertically over the implant (confirmed blue side over implant), and moved one time, the communicator connected to the implant. The patient then ended the session and tried again, and had the issue of not connecting. They repositioned several times, and then it connected. When asked, they said the healthcare provider used glue to close the incision and that was still there, right in the middle of the implant. The healthcare provider told them they just opened up the previous site and removed the old neurostimulator and placed in the new neurostimulator; they said it fit perfectly. The patient said they were told the glue would fall off by itself, and not to pick at it. They were to monitor, especially after the glue falls off, and call back to provide an update and if needed resume troubleshooting. Other related medical history was reported that the patient wore jeans the day of the report, and when they were putting them on, the glue kept on catching on the glue, and the incision site was sore. They said that they took off the jeans.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that this issue was due to user error or perhaps an outside source. The patient met with a manufacturer representative (rep) and stated that the rep guided the patient. No further complications were reported.